Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18080. The pt underwent a trial procedure on (B)(6) 2013. It was reported the pt experienced a skin reaction to the dressing that was applied to her trial leads. The pt has a history of reactions to adhesive products. The physician treated the reaction with benadryl and ended the trial on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.